Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft was implanted into a patient for the endovascular repair of an abominal aortic aneurysm in 2001. The patient's aortic neck was reported to be very short and angulated. The aneurysm diameter at implant was approx 5 cm in diameter. A CT scan performed on a follow-up evaluation demonstrated a type I endoleak. It was reported that the patient became symptomatic of the type I endoleak and presented to the e.r. In march. Evaluation demonstrated that the stent graft migrated into the aneursym sac and the aneurysm diameter was 7 cm in diameter. It was reported that the device was successfully explanted in 2004. The physician noted that the stent graft was removed with difficulty; however, the proximal stent was embedded in thrombus and atheroma and was not fixed to the aortic wall. No additional sequelae were reported and the patient is reported to be alive. Medtronic has received the explanted stent graft and its evaluation is pending.